Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was noted that morphine was ¿at 2.5 in the pump¿. It was reported that the pump had started to fluctuate in the area it was placed. Sometimes it was flat, and other times it ¿stuck out like a ufo¿. It was at an angle in the abdomen right now (as of (B)(6) 2017). If the patient laid down, it was flat, or it could be ¿sticking up like a ufo¿. It looked ¿like a hockey puck hit on the ice or a hockey puck sticking out at a 45 degree angle¿. The event date was noted to be shortly after [implant] surgery/within two weeks of [implant] surgery. The patient was under the impression that the pump was under two muscles, and it did not feel like it was under two muscles. The patient had to pull the pump up for them to get a reading on it. There were no [additional] reported symptoms. It was noted that the patient had started [a program] to lose weight. They were wondering what was going to occur once they lost more weight. There were no further complications reported.